Event description:
A surgeon reported "heavy hazy vitreous clouding" occurred after the gas was injected for a submacular hemorrhage. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the complaint device was not received for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested. (B)(4).